Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number: not available. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
It was reported that an implant was placed at tooth site 26 with transcrestal sinus elevation plus xenograft. Peri-implantitis was detected on 2011 and treated with augmentine for 8 days and periokin gel for 31 days. Peri-implantitis was detected again on 2012 and treated with augmentine for 8 days. Peri-implantits was detected again on 2016 and treated again with eritromicina for 7 days. Finally, implant was removed on 2025 due to peri-implantitis. Inflammation was reported as a result of the event. This report refers to the 2011 peri-implantitis event. This report refers to 2012 peri-implantitis.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b5: describe event or problem: corrected. G6: type of report. H2: follow up type. H10: additional narrative. H3 other text : summary investigation

Event description:
It was reported that an implant was placed at tooth site 26 with transcrestal sinus elevation plus xenograft. Peri-implantitis was detected on 2011 and treated with augmentine for 8 days and periokin gel for 31 days. Peri-implantitis was detected again on 2012 and treated with augmentine for 8 days. Peri-implantits was detected again on 2016 and treated again with eritromicina for 7 days. Finally, implant was removed on 2025 due to peri-implantitis. Inflammation was reported as a result of the event. This report refers to 2012 peri-implantitis.